Event description:
It was reported by service report that the foot end handle assembly was loose. It is unknown if there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results: plug.